Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from two different patient samples when processed on the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. For one patient sample, the higher than expected vitros tropi es result was reported from the laboratory and a corrected result was issued. For the second patient sample, the higher than expected vitros tropi es result was detected prior to reporting. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results occurred from two different patient samples processed on the vitros eciq immunodiagnostic system. The instrument was evaluated and relevant data log files were analyzed which identified unexpected performance for multiple modules. Service actions were taken and acceptable performance was obtained. For one of the patient samples affected, poor sample processing could not be ruled out as a contributing factor. However, the investigation concludes the most likely cause was instrument related.